Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was undamaged. The embolization coil was intact with the pusher assembly. The introducer sheath was ovalized approximately 2.0 cm from the distal tip of the introducer sheath. Conclusions: evaluation of the returned pc400 revealed an ovalized introducer sheath. If the device is retracted out of its packaging hoop at extreme angles or otherwise mishandled during preparation, the introducer sheath may become ovalized. Functional analysis demonstrated that the returned pc400 was successfully able to advance through a demonstration introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a balloon-occluded retrograde transfemoral obliteration (brto) procedure using penumbra coils 400 (pc400s). During the procedure, the physician deployed and detached the first pc400 in the target vessel using a non-penumbra microcatheter. While attempting to advance a new pc400 out of introducer sheath and into saline, the physician experienced resistance near the tip of the introducer sheath and the pc400 would not come out; therefore, the pc400 was not used in the procedure. The procedure was completed using three other pc400 and the same microcatheter. There was no report of an adverse effect to the patient.